Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not secure on the vessel and fell off. The clip appears to be formed properly. There was bleeding from the artery when the clip fell off. The quantity of blood loss was unknown, but no transfusion was required. A competitive product was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.